Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the synpor smooth sheet 50*50 t0.8, p/n: 08.510.220s, lot: ds7010042, exhibits signs of delamination. Also the sample is found broken in 7 pieces. No other issues were found. A dimensional inspection was not performed as it is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the synpor smooth sheet 50*50 t0.8, p/n: 08.510.220s, lot: ds7010042 would contribute to the complained device issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed 08_510_110_susa rev e current and manufactured. Dimensional inspection: n/a. Part: 08.510.220s. Lot: ds7010042. Release to warehouse date: 01 july 2022. Manufacturing site: werk selzach. Expiration date: 01 june 2027. Supplier: dsm biomedical. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: it was reported on (B)(6) 2023, that during the surgery, noted the smooth surface was wavy and there was delamination of rough surface and smooth surface. Also the material of the product was more soft than ever used ones. Another device was used to complete the surgery. There was no surgical delay. The surgery was successfully completed. There were no adverse consequences to the patient. No additional information could be provided. This report is for one (1) synpor smooth sheet 50*50 t0.8. This is report 1 of 1 for complaint (B)(4).